Event description:
Two customers reported that an order comment entered for one patient's accession number migrates to the next patient's order. The order comment is not associated with the patient for whom it was intended and appears on the following reports and records for the second patient: interim reports, injury (screen view of patient data), collection lists, worksheets, client reports, and event reports. The defect has a 90% occurrence rate. No patient harm related to this defect has been reported.